Manufacturer narrative:
Previous medwatch report (mw-470190) was initially submitted on october 30, 2017 but the FDA site was down. Advised by FDA on november 6, 2017 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6) . This report is for one (1) unknown 3.5 mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for cortex screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the clinic status post humeral shaft repair with a periarticular proximal humerus plate implanted on (B)(6) 2017. The patient's fracture was initially being treated for years nonoperatively. The patient has a nonunion at present and was scheduled for revision surgery the week of (B)(6) 2017 to potentially add a plate and bone graft. However, due to other medical conditions, the revision has been postponed. The patient returned to surgery on (B)(6) 2017 for a revision of humeral plating. Three screws were pulling out of distal segment. Two were 3.5 mm locking screws and one was a 3.5 mm cortex screw. All were intact. There were no broken fragments. Once the screws were removed, the fracture site was debrided and reduced. Cerclage wires were placed around the plate and new screws were inserted. The surgery was completed successfully with no other issues. The patient outcome was stable. Concomitant device reported: humeral plate (quantity 1). This report is for one (1) unknown 3.5 mm cortex screw. This is report 2 of 2 for complaint (B)(4).